Manufacturer narrative:
(B)(4). Batch # n53d63. The analysis results showed that one ecr45b reload was received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned reload was reset and loaded into a test device. The device was tested for functionality in the articulated position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: what was the product code of the stapler being used with the ecr45b (long45a, ec45a, ple45a, etc.)? What type of procedure was the device used in? How was the procedure completed?

Event description:
It was reported that during an unknown procedure, the staple formation was not good. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.